Event description:
It was reported that the lead was opened in theatre to be used as part of an implant procedure. When the implanter tried to connect the extension from the lead kit to the lead, he could not hear the "double click" signifying that the screws had tightened on the lead. The extension was not used for the case. A separate extension was consequently used and all was satisfactory. The pt outcome was new extension was used and successful tightening of screws achieved.

Manufacturer narrative:
(B)(4).